Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed connector resistance. It was determined that this failure could cause intermittent operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mostly likely due to the resistor going bad due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is pending evaluation. Once (B)(4) evaluated the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the console device had intermittent operation. It was not reported if there was a delay in the surgical procedure or if there was a spare device available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.